Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip broke off of stem inserter. Noticed tip was missing after surgery was done and it came through the wash. Tip was not found. No surgical delay.